Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not properly powering up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.